Event description:
At 4 years and 7 months from the primary, the patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. The surgeon revised the medacta stem and head with competitor components and revised the medacta liner with a medacta liner.

Manufacturer narrative:
Batch review performed on 09 febr 2024: lot 180033: (B)(4) manufactured and released on 26-mar-2018. Expiration date: 2023-03-12. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported event during the period of review.